Event description:
It was reported that the vns patient passed away. No details as to the cause or date of death are known to date. Attempts for additional relevant information have been unsuccessful to date.